Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unresponsive. A technical support specialist (tss) identified a sudden spike in the logs. Upon further review, it was determined that the system freeze was caused by the station's network connectivity issues affecting communication with the server. To resolve the issue, the speed and duplex settings were changed from auto-negotiation to 100 mbps half duplex. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the stations had been freezing, and the customer had been rebooting the station for the past few nights. There were no adverse events or injuries reported based on this event.